Event description:
It was reported that the device displayed 242.4030. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced bezel for error code 242.4030. As found 9.33 sw as left ver 9.33. Replaced ail. The failure code othe was used to track the alaris software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 03nov2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the probable cause of the reported issue was due to mechanical failure of the lvp mech assy 8100. During servicing we identified a motor stall which constitutes a reportable malfunction. There was no patient involvement. ¿the failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. ¿review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. ¿internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. ¿replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. This failure mode is being monitored through previously investigated complaint process. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device displayed 242.4030. There was no patient involvement.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device displayed 242.4030. There was no patient involvement.